Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 22.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Post-operatively, the patient experienced distorted vision, a feeling that something was in her eye, feeling off-balanced, pain where the doctor put an extra suture/incision, and her depth perception was off. The patient also reported that she's seeing well even though she remains astigmatic even after the surgery. No additional information was provided.